Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported they were getting comm loss at the central nurse's station (cns) for all telemetry transmitters. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) recommended that the customer check the orgs in the network closet. They contacted clinical (cits) for assistance with the servers. Cits restarted the universal gateway (ug). The root cause is determined to be the facility's network environment. The ug most likely experienced an ungraceful exit, causing the comm loss error in the system. A review of the serial number history shows two more recent issues of communication loss reported on tickets ((B)(6)) and were also determined to be the result of facility's network issues.

Event description:
The biomedical engineer (bme) reported that they were getting communication loss on all the telemetry devices and on the central nurse's station (cns), no patient harm or injury reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they were getting communication loss on all the telemetry devices and on the central nurse's station (cns), no patient harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
The biomedical engineer (bme) reported that they were getting communication loss on all the telemetry devices and on the central nurse's station (cns), no patient harm or injury reported.